Manufacturer narrative:
The customer reported spo2 reading dropped out during use. The customer however indicated that the incident was resolved by the facility. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported spo2 reading dropped out during use. No consequence or impact to patient.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, customer at (B)(6) reported the bedside monitor (bsm-1733a sn: (B)(6) was hooked to a g9 (cu-192ra sn: (B)(6) and spo2 vital was lost during monitoring of a patient. They were able to get it back after un-docking and re-docking. Service requested/performed customer requested to have issue documented. Investigation result per nkc DHR, the unit (bsm-1733a sn: (B)(6), cu-192ra sn:(B)(6) has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The bsm was delivered to customer facility on (B)(6) 2018 and the reported issue occurred after approximately 2 months. Review of bsm sap history found related notification opened a few weeks later: 300151217 reported 11/25/2018: device has proper spo2 cables connected but they were not lighting up. Customer reported un-docking and re-docking the unit resolved the spo2 issue. The g9 was delivered to customer facility on (B)(6) 2018 and the reported issue occurred after approximately 2 months. Review of g9 sap history found no issues reported for the unit. Review of tickets opened at user facility for issues with "spo2" found the following similarly reported: 61662/300175032 reported 06/25/19 for bsm-1733a sn: (B)(6). Customer reported spo2 was not working. Probe light turns on and off. Bsm had reoccurrence of issue with spo2 which was resolved upon re-docking the unit. No nka troubleshooting or servicing was provided for resolution. Customer has not reported further issues with the bsm sn: (B)(6) or g9 sn: (B)(6) as of 11/25/2018. As unit was not returned, nka evaluation could not be performed. No event logs were taken at the time of occurrence. From the information available, investigation is limited and the root cause could not be determined. No adverse trend for this issue was found. This issue is not suspected to be caused by deficient device design. Correction: d1. Brand name: incorrectly listed on MDR initial. Listed as bsm-1753a not bsm-1733a. Should be bsm-1733a. D4. Model & catalog#: incorrectly listed on MDR initial. Listed as bsm-1753a not bsm-1733a. Should be bsm-1733a. D4. UDI#: listed for bsm-1753 not bsm-1733a. Additional information: b4. Date of this report. D11. Concomitant medical products. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. D11. Concomitant medical products: the bsm-1733a sn: (B)(6) was hooked to a g9 cu-192ra sn: (B)(6). G9 information: model: cu-192ra, serial #: (B)(6), UDI #: (B)(4), age of the device: 15 months, manufacturer date: 11/09/2018.

Event description:
The customer reported spo2 reading dropped out during use. No consequence or impact to patient.